Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspected device has not been evaluated. Therefore, no root cause has been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator went inoperable. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was able to identify the reported problem. Replaced defective power supply assembly in ventilator. Made necessary adjustments for proper operation. The device passed all testing and met all vyaire manufacturer specifications.